Manufacturer narrative:
All information reasonably known as of 12 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury.

Event description:
The connections at the blue and white tubbing separated very easily.

Manufacturer narrative:
All information reasonably known as of 12 july 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an airlife product is defective or caused serious injury. Since the reported defect was confirmed and the root cause established the following actions were established: 1. Assembly personnel were retrained on spm 5161 etal. 2. Spm 5161 etal will be modified to instruct the proper method of assembly of fg 1552016. 3. Alcohol part number 70-013a will be removed from the bom the assembly of 1552016 under (B)(4). 4. Pfmea-58a-022 will be reviewed. Additionally, assembly personnel were notified about the complaint."

Event description:
The connections at the blue and white tubbing separated very easily.